Event description:
It was reported that the patient experienced tachycardia. This was stated to have started in september. It was stated that the cause of the tachycardia was unknown, but then stated that surging stimulation gave her tachycardia. It had been treated with medication. The patient was feeling surges of stimulation in her chest at night even when stimulation was off. Stimulation was no longer helpful and her chronic pain had improved since implant. It was noted that the patient wanted the device removed but it had not been scheduled yet. Reprogramming had been declined. Follow-up was performed to determine if the patient had received further assistance pertaining to the tachycardia, if any intervention had occurred, and if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)), found no significant anomaly. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2014 and the battery was charged to 3.695 volts. On (B)(6) 2014, the battery had depleted to the "lock" mode (<(><<)>(><(><<)><(><<)>)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis. Analysis of the extensions (s/n (B)(4)), found the outer insulation was discolored and expanded between several connectors.

Event description:
It was reported that as a result of the tachycardia the patient ended up in the hospital. On the night of the report at around 6:30 pm, the patient started having irregular stimulation across their chest walls and heart and the stimulation had not stopped. The stimulator had been off and turned back on. The recharger was used and showed that the implantable neurostimulator (ins) was off.

Manufacturer narrative:
Upon further review it was found that conclusion code no longer applies to this event.

Manufacturer narrative:
Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.